Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after insertion of the catheter a tear near the funnel was noted, where urine run out. The customer reported that this occurred several times. However, the exact number of occurrences is unknown.

Manufacturer narrative:
Qn#(B)(4). Initial report submitted was submitted under an incorrect manufacturer report number. The manufacturer report number should be changed to 9610520-2019-00018.

Event description:
It was reported that after insertion of the catheter a tear near the funnel was noted, where urine run out. The customer reported that this occurred several times. However, the exact number of occurrences is unknown.

Manufacturer narrative:
Qn#(B)(4). The complaint is regarding 1 bladder catheter, nelaton-robinson, p/n 220500 where the customer reported that after insertion of the catheter a tear was noted near the funnel, where the urine leaked. The actual device and 16 additional samples from the same lot were returned for investigation. A functional investigation of the 17 devices was conducted according to the effective work instruction for the tightness test funnel-tube. The reported complaint error picture could be confirmed on 3 samples. The remaining 14 samples showed no irregularities. A review of the manufacturing data for lot 18/28/212 was carried out and no issues that could have contributed to the reported event were identified. The performed in-process-controls to which also a leak test belongs, showed no deviations. Our investigation confirmed the reported issue for 3 samples. However , in the root cause analysis, no clear cause for the failure could be determined. The reported slight leakage between funnel and catheter tube occurs sporadically, which is an inconvenience for the user and means no user risk.

Event description:
It was reported that after insertion of the catheter a tear near the funnel was noted, where urine run out. The customer reported that this occurred several times. However, the exact number of occurrences is unknown.